Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical was unable to perform an evaluation as the device was discarded by the customer. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device discarded.

Manufacturer narrative:
Correction: d4, d6a.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral malposition, right side.